Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Conclusion code: the anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, 8/2.5/090 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to suspected endophtalmitis and pigment dispersion. The lens was exchanged a shorter lens and the problem was resolved.

Manufacturer narrative:
The lens was returned dry, in a centrifuge vial. Visual inspection found foreign material on lens surface (clear and reddish/brown dry residue) and a piece of haptic and optic are missing. (B)(4).

Manufacturer narrative:
Additional information: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).